Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and vaginal haemorrhage ("irregular vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), amenorrhoea ("amenorrhea") and back pain ("lower back pain"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure) and surgery (in (B)(6) 2012, she underwent endometrial ablation, dilation and curettage and hysteroscopy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, arthralgia, dyspareunia, dysmenorrhoea, amenorrhoea and back pain outcome was unknown. The reporter considered amenorrhoea, arthralgia, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and vaginal haemorrhage ("irregular vaginal bleeding/ abnormal bleeding (vaginal)") in a 39-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack, back surgery and angioplasty. Concurrent conditions included acid reflux (oesophageal) and paraesophageal hiatal hernia. Concomitant products included acetylsalicylic acid (aspirin), ascorbic acid;chromium;selenium;vanadyl sulfate (diavan), drospirenone;ethinylestradiol (yasmin) from 2002 to 2010, lactobacillus reuteri (probiotica), proton pump inhibitors and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menstruation/ refractory menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches/ joint pain/hip pain"), back pain ("lower back pain/ back pain"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and night sweats ("excessive night sweating") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog") and amnesia ("memory loss"). In 2012, the patient experienced endometrial thickening ("thickened endometrium"). In 2017, the patient experienced endometriosis ("endometriosis,") and adnexa uteri cyst ("bilateral paratubal cysts"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and amenorrhoea ("amenorrhea"). The patient was treated with ibuprofen, trazodone, venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full),salpingectomy(bilateral) and in (B)(6) 2012, she underwent endometrial ablation, dilation and curettage and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, back pain and night sweats had resolved, the vaginal haemorrhage, dyspareunia, dysmenorrhoea, amenorrhoea, menorrhagia, feeling abnormal, fatigue, uterine leiomyoma, endometriosis, adnexa uteri cyst, endometrial thickening and amnesia outcome was unknown and the fibromyalgia was resolving. The reporter considered adnexa uteri cyst, amenorrhoea, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometrial thickening, endometriosis, fatigue, feeling abnormal, fibromyalgia, menorrhagia, night sweats, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Insertion details: patient's left side shows four coils present in the endometrial cavity with the tip of them not uncoiled. The right side with a new package was completely normal with approximately two to three coils that were still present in the endometrial cavity and deployed the coil appropriately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: results: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, endometrial thickening, endometriosis, adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event added: memory loss. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and vaginal haemorrhage ("irregular vaginal bleeding") in a 39-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack, back surgery and angioplasty. Concurrent conditions included acid reflux (oesophageal) and paraesophageal hiatal hernia. Concomitant products included acetylsalicylic acid (aspirin), lactobacillus reuteri (probiotica), oral antidiabetics (diavan), pantoprazole (protonix) and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menstruation/ refractory menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches/ joint pain/hip pain"), back pain ("lower back pain"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), uterine leiomyoma ("fibroids") and night sweats ("excessive night sweating"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhea"), endometriosis ("endometriosis,"), adnexa uteri cyst ("bilateral paratubal cysts") and endometrial thickening ("thickened endometrium"). The patient was treated with trazodone, venlafaxine (effexor), ibuprofen, surgery (hysterectomy (full),salpingectomy) and surgery (in (B)(6) 2012, she underwent endometrial ablation, dilation and curettage and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, back pain and night sweats had resolved, the vaginal haemorrhage, dyspareunia, dysmenorrhoea, amenorrhoea, menorrhagia, feeling abnormal, fatigue, uterine leiomyoma, endometriosis, adnexa uteri cyst and endometrial thickening outcome was unknown and the fibromyalgia was resolving. The reporter considered adnexa uteri cyst, amenorrhoea, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometrial thickening, endometriosis, fatigue, feeling abnormal, fibromyalgia, menorrhagia, night sweats, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Insertion details: patient's left side shows four coils present in the endometrial cavity with the tip of them not uncoiled. The right side with a new package was completely normal with approximately two to three coils that were still present in the endometrial cavity and deployed the coil appropriately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, endometrial thickening, endometriosis, adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and vaginal haemorrhage ("irregular vaginal bleeding") in a 39-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack, back surgery and angioplasty. Concurrent conditions included acid reflux (oesophageal) and paraesophageal hiatal hernia. Concomitant products included acetylsalicylic acid (aspirin), lactobacillus reuteri (probiotica), oral antidiabetics (diavan), pantoprazole (protonix) and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("abnormal bleeding (menorrhagia)/ excessive menstruation/ refractory menorrhagia"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint aches/ joint pain/hip pain"), back pain ("lower back pain"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), uterine leiomyoma ("fibroids") and night sweats ("excessive night sweating"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), amenorrhoea ("amenorrhea"), endometriosis ("endometriosis,"), adnexa uteri cyst ("bilateral paratubal cysts") and endometrial thickening ("thickened endometrium"). The patient was treated with trazodone, venlafaxine (effexor), ibuprofen, surgery (hysterectomy (full),salpingectomy) and surgery (in (B)(6) 2012, she underwent endometrial ablation, dilation and curettage and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, back pain and night sweats had resolved, the vaginal haemorrhage, dyspareunia, dysmenorrhoea, amenorrhoea, menorrhagia, feeling abnormal, fatigue, uterine leiomyoma, endometriosis, adnexa uteri cyst and endometrial thickening outcome was unknown and the fibromyalgia was resolving. The reporter considered adnexa uteri cyst, amenorrhoea, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometrial thickening, endometriosis, fatigue, feeling abnormal, fibromyalgia, menorrhagia, night sweats, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Insertion details: patient's left side shows four coils present in the endometrial cavity with the tip of them not uncoiled. The right side with a new package was completely normal with approximately two to three coils that were still present in the endometrial cavity and deployed the coil appropriately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, endometrial thickening, endometriosis, adnexa uteri cyst. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received- new event abnormal bleeding (menorrhagia), brain fog, fibromyalgia, fatigue, fibroids, excessive night sweating, endometriosis, bilateral paratubal cysts, thickened endometrium, and outcome of event were added. New reporter, patient information , lot number, treatment and concomitant medication, historical and concomitant conditions, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.